Event description:
An implantable cardioverter defibrillator (ICD) was interrogated and only inductive telemetry available. Bluetooth reset was performed and the pairing was restored. The patient was stable before, during, and after.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.